Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, prime, and excessive no delivery test. The pump received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked batter tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error alarm on their insulin pump. Customer states receiving alarm when pump was in his pocket. The customer's blood glucose is 297mg/dl. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. Continuation of therapy pump is to be sent out.